Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed during the product analysis. The loading unit was reloaded with staples and applied to the test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the procedure was not converted to an open procedure. They exteriorize the bowel to do the resection and anastomosis open with the device. There was no patient injury. Patient medical history: colon cancer.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy on the anastomosis of the small bowel, the surgeon noticed a bleeding from the staple line after firing the stapler. A surgical intervention was needed - the staple line was over sewed with multiple sutures. The procedure was converted to an open procedure. There was no patient injury.